Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated. The batteries were replaced and the bios was reset during the service call. The system was found to be working as intended and put back into service.